Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) investigated behind auxiliary matrix drawer 7 and found a medication packet blocking the sensors. The packet was removed to restore proper operation. As preventive maintenance realigned the ball bearing cage and installed one new slide bumper on the slide rails for main half height drawer 2.2. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer reported that the drawer opened and clicked several times but did not recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.